Manufacturer narrative:
The field service engineer performed a precision and photometer check. He verified the washing unit was acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one patient tested on a cobas 8000 c 702 module. Prior to patient testing, the customer confirmed the qc was within acceptable ranges. The patient's initial creatinine result was not reported outside the laboratory. The customer performed repeat testing with the sample on a different c 702 module and the same c 702 module. At 13:00, the patient's initial creatinine result was 349 umol/l. At 16:00, the patient's repeat creatinine result on a different c 702 module was 66 umol/l. At 19:00 and on the initial c 702 module, the customer repeated the sample 15 times and had a creatinine result of "approximately" 67 umol/l. The creatinine reagent lot number was 59637001 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The patient's reaction kinetics were requested but not provided. The investigation reviewed the customer's calibration and qc results and the results were within the acceptable range. A general reagent issue could be excluded. The investigation reviewed the system alarm trace and found several alarms. The following alarms were found on (B)(6) 2022: "reagent < warning level," "low procell level," "low clean cell level," "not enough sample volume," "temperature out of range," and "abnormal sample aspiration." The following alarms were found on (B)(6) 2022: "clot detected on sample," "reagent < warning level," "low procell level," "low clean cell level," "temperature out of range," and "abnormal sample aspiration." Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.